Event description:
It was reported that, a 980 ventilator generated an exhalation module error message. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Device evaluation summary: the exhalation valve flow sensor was returned for failure investigation. A visual inspection of the returned flow sensor showed no anomalies. The flow sensor was attached to a failure investigation test vent for analysis. The ventilator was powered up. Calibrations were performed. The ventilator failed flow sensor calibration. Further visual inspection of the assembly under a scope revealed a grey substance on the hot wire element. This contamination insulates and damages the hot film element. The preventative maintenance section of the 980 series operators¿ manual gives instructions on preventative maintenance procedures and frequency for the exhalation valve flow sensor assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The service engineer (se) inspected the device and verified the reported issue. The se replaced the exhalation valve flow sensor (evq). The se performed extended self-testing on the device and all tests passed.